Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v475905, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was turned off. The healthcare professional was unable to change any of the settings for the patient. It was noted that the healthcare professional could see the programming but the amplitude was at 0.0v. It was noted that he was going to interrogate the patient again. There was no stimulation sensation, although stimulation was turned off. The event or symptoms had occurred following a fall. The patient fell and it was noted that she may have injured her chest. Additional information was requested but had not been received as of the date of this report. Reference manufacturer¿s report number: 3004209178-2014-04809.